Event description:
It was reported by service report that the fowler drifts down. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler brake (clutch) failed.